Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke where the needle and thread assemble. The procedure was completed with a different type of suture. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ap2105, and no non conformances / manufacturing irregularities were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is the specific issue with the device during this procedure: did the suture detach from the needle? Or did the suture break? What tissue was being approximated or sutured when it broke? Were there any patient consequences procedure name and date? Event date?